Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during an unknown procedure, the image with the oes cystonephrofiberscope was out of focus and blurry. Subsequently, the intended procedure was completed with a similar device. It was noted when an olympus representative checked the device later on, the image was reflected, but the entire image was blown out. In addition, black dirt was noted adhered to the surface of the lens, which was able to be removed by cleaning. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The results of evaluation provided the following: ·the bending section cover (a-rubber) is chipped ·scratches were observed on the operation part, eyepiece part, lever, fixed ring, air supply cap, and fe (lock engagement) lever. Based on the results of the investigation, a definitive root cause could not be established. It was confirmed that a foreign body was attached to the objective lens. It is presumed that the object attached to the objective lens made it so that it was impossible to focus normally, resulting in a blurred or overexposed status. The instructions for use provide the following that is deemed relevant to the suggested phenomenon: "operating instructions _oes bladder renal pelvic fiberscope cyf-5a chapter 3 preparation and inspection 3.7 inspection of combination function with related equipment inspection of endoscopic images 1. Before inspection, wipe the endoscope objective with a clean gauze moistened with ethanol for disinfection. Chapter 10 when an abnormality occurs 10.1 how to identify and cope with abnormalities ·abnormal content: the image is not clear. ·cause: contamination of objective lens ·how to deal with: wipe the objective with a gauze moistened with ethanol for disinfection." Olympus will continue to monitor field performance for this device.